Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device was found to have reached premature battery depletion during warranty time, and was explanted and replaced. No patient complications have been reported as a result of this event. A comparison of the use before date field and implant date found the device was implanted after the use before date.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.